Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not ventilating. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec, where the reported issue of it not providing ventilation could not be reproduced. During the investigation, ventec performed a review of the device's electronic records (system logs), which showed that the device had recorded delivering low vte (exhaled tidal volume) levels. Ventec was unable to reproduce the vte issue as well. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.